Event description:
During surgery, breakage of the proximal screw occurred during locking of the femoral nail. The screw broke between the head and the threading. The broken part is still in the femur.